Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 1/2 ml bd safetyglide¿ insulin syringe with 30g x 5/16 in attached needle had a safety shield device lock.

Event description:
It was reported that a 1/2 ml bd safetyglide¿ insulin syringe with 30g x 5/16 in attached needle had a safety shield device lock.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7332711. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200732784] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.